Event description:
It was reported that after an ent procedure, the rapid rhino swallow guard part detached and fell off. The device had to be extracted from patient using forceps. No further complications were reported.

Manufacturer narrative:
H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time. B5 was corrected.

Manufacturer narrative:
H10: h2: additional information on b5 and h6. H11: h2: corrected data on g3.

Event description:
It was reported that after an ent procedure, the rapid rhino swollow guard part detached and fell off. The device had to be extracted with forceps. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that after an ent procedure, the rapid rhino swollow guard part detached and fell off. No further complications were reported.